Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing. During the analysis, the device¿s current returned to normal. The cause of the excess current was not determined.

Event description:
It was reported that a suspected premature eri was noted on the device. The patient was asymptomatic. Three months prior, the device noted to have a longevity estimate of 6 years. Recent device check noted to be at eri. No other anomalies were reported. No MRI scans or surgeries were reported. The device was explanted and replaced without adverse event. The patient remained stable before, during, and after the procedure and will continue to be monitored.